Manufacturer narrative:
No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have been returned to the manufacturer for evaluation. Site has not confirmed service.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) there was an alleged 3-4mm inaccuracy with the navigation system to the patient's right side. The surgeon re-registered the patient multiple times and tested multiple instruments and it was inaccurate to the right. The surgeon continued using navigation for the procedure and did not trouble shoot while using the system clinically. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.